Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they were getting shocks over a long period of time. It was further reported by the patient that their ipg was left implanted too long and they had three black out events as a result, one which occurred while driving. It was also noted that the implantable pulse generator (ipg), "died inside of me", "it would shock me and almost bring me to my knees" and "couldn't stop it from shocking me". The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.